Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was reported that the grasping mechanism could not be controlled on the mega needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cables were derailed. Due to the derailment of the gripping cable, it was unable to grasp and perform properly due to the stiffness of the tension of the cable. There were scratches on the surface of the distal pulley. Failure analysis investigation also found the instruments grip cables were frayed. The grip cable was frayed by the rail area on the top and was also derailed. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.